Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there staples believed to be present in the tissue in the initial surgical procedure? * yes - the anastomosis was complete. There was no concern and the anastomosis leak test was performed and the anatomoses did not demonstrate a leak. Does the surgeon believe the separation of the anastomosis was due to a device issue or due to patient tissue factors? * no known patient factor. It was questioned that the patient may have vomited, but, there was no evidence of this. What is the surgeon¿s opinion of the cause of death? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? * I am in medical and I have spoken to ethicon franchise medical director summary of discussion with medical requested. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the specific product code and lot number of the device available? Can you please provide the surgical timeline to include the start date and time of the procedure and completion date and time of the procedure? What was the surgical intervention after the diagnosis of fluid in the lung fields? Can the staple form during the reoperation be described? Were there staples believed to be present in the tissue in the initial surgical procedure? Does the surgeon believe the separation of the anastomosis was due to a device issue or due to patient tissue factors? What is the surgeon¿s opinion of the cause of death? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that the patient was male, early 60¿s, and underwent an ivor lewis procedure for cancer. He had no other co-morbidities, had received chemotherapy treatment and had not received radiotherapy. This procedure occurred over 2 days, due to significant delay starting the procedure and an intra-operative event, unrelated to the procedure or the outcome, but it extended the operation by 2 hours. Due to this, and theatre staff shift changes, the decision was taken (with agreeable of the anesthetist) to keep the patient anesthetized and recommence surgery the following day. The remaining procedure was unremarkable. The cdh was deployed, audible & tactile feedback was obtained. Leak test was performed and deemed satisfactory. The immediate post-operative recovery was satisfactory and the patient was ready for discharged having no intra-hospital adverse events/complications. The patient was admitted to another hospital 7 days post procedure with acute shortness of breath. Chest radiograph demonstrated white out of the lung fields, indicative of fluid. He was transferred to the hospital which performed the primary procedure and underwent surgical investigation. During the procedure it was noted that the esophageal-gastric anastomosis had failed with the distal esophageal segment was approximately 2 cm away from the gastric segment. No staples were found in the anastomotic tissue. The patient deteriorated and passed away. Initial working diagnosis questioned whether the patient may have vomited, increasing pressure at the anastomosis. However, there was sign, or, symptom of vomiting reported at his presentation to the emergency department.